Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported while putting the air, infusion always exited from the tube, it did not change the air during the vitrectomy surgery. The intervention was completed with another pack. There was a contact with the patient, but no damage was reported.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported a working failure with the fluid/air exchange manifold. Upon visual inspection of the returned cassette an identification (ID) tab on the pinch plate was broken off. When the cassette was inserted onto a calibrated console the cassette was recognized as a posterior cassette with manual stopcock (incorrect) and passed priming and intraocular pressure (iop) calibration successfully. The ¿manual stopcock¿ output displayed by the console for the posterior cassette is incorrect for the cassette type and will result in fluid/air exchange (fax) detection issues the customer experienced. During fax mode, there was no exchange from liquid to air, liquid continued to flow to the infusion cannula. The customer¿s experience was replicated during laboratory testing. Inspection of the pinch plate showed the ID tab broke off at some point. A complaint trend review shows this issue is an isolated event for this batch. The root cause of the customer's complaint could not conclusively determine when and where the ID tab on the pinch plate broke off. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).